Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d4; d6b; h3; h4; h6.

Event description:
Patient reported left side rupture and rippling. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported ¿rippling and rupture confirmed via sonogram and MRI¿. Later healthcare professional confirmed ¿rippling and rupture confirmed via MRI¿. This record is for the left side. Device has been explanted.

Event description:
Patient reported ¿rippling and rupture confirmed via sonogram and MRI¿. Later healthcare professional confirmed ¿rippling and rupture confirmed via MRI¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.